Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion which was reached on (B)(6) 2011. The cause of the depletion cannot be determined. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. Upon visual examination of the device, it was noticed that part of the circuit was damaged when device was opened. Analysis was ceased at this point. The result of analysis is inconclusive.

Event description:
It was reported that the device indicated elective replacement (eri) and then went from eri to end of life (eol) in less than one month. The device was explanted and replaced. No patient complications have been reported as a result of this event.